Event description:
It was reported that the load wheel casting may be broken. No adverse consequence alleged.

Manufacturer narrative:
The customer could not determine which serial numbers of their large fleet actually had experienced the cracking. The customer also stated that they have disposed of the cracked headsection.